Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of a 26mm sapien 3 ultra transcatheter heart valve, in aortic position by transfemoral approach. During the procedure, when the valve was to be implanted, the balloon did not inflate at all. The degree of calcification in the annulus was moderate. The valve was still in the crimp state. During withdrawal, the heart valve on the 'broken' balloon went back and forth. The valve/delivery system could be pulled back to the esheath . The commander delivery system got stuck into the esheath since the valve was no longer removable. A surgical extraction was performed to remove the system. The patient was in need of intensive care. As per medical opinion. It was due to a balloon deficiency.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of a 26mm sapien 3 ultra transcatheter heart valve, in aortic position by transfemoral approach. During the procedure, when the valve was to be implanted, the balloon did not inflate at all. The degree of calcification in the annulus was moderate. The valve was still in the crimp state. During withdrawal, the heart valve on the 'broken' balloon went back and forth. The valve/delivery system could be pulled back to the esheath . The commander delivery system got stuck into the esheath since the valve was no longer removable. A surgical extraction was performed to remove the system. The patient was in need of intensive care. As per medical opinion. It was due to a balloon deficiency.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of delivery system leakage and inability to withdraw delivery system with valve through sheath were unable to be confirmed as neither device nor applicable imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies per the complaint description, 'when the valve was to be implanted, the balloon did not inflate at all. The degree of calcification in the annulus was moderate. The valve is still in crimp state'. As the delivery systems are 100% tested for leakage, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. The exact location and nature of the leak is unknown; however, possible sources of delivery system leaks could be a tear on the inflation balloon or separation of the I/c (inflation to crimp) bond. Per evaluation of the returned imaging, calcification was present throughout the patient's aorta and native aortic leaflets. Calcifications along the patient anatomy can create sharp nodules which can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While physician advanced the delivery system, it is possible the inflation balloon negatively interacted with patient calcified vessels/leaflets and may have become punctured. It is also possible high forces on the system during valve alignment resulted in crimp balloon tearing prior to thv deployment, as the thv was observed not fully aligned. Potential sources of high forces, which will impact difficulty with aligning the valve, include performing valve alignment in tortuous vasculature or residual fluid in the balloon. Performing valve alignment in a non-straight section can cause the valve to 'dive' into the lumen of the flex tip where part of the crimped valve slides into the flex tip lumen. If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the crimp balloon and cause tension to the system. Residual fluid in the balloon may increase valve alignment forces, which can result in separation as the valve is forced over a larger balloon profile with residual fluid. Without applicable patient/procedural imagery, a definitive root cause was unable to be determined. Available information suggests patient factors (calcification) and/or procedural factors (high alignment forces) may have contributed to the reported event. Additionally reported, 'during withdrawal, the heart valve on the broken balloon went back and forth. The system could be pulled back to the esheath including the heart valve. The commander delivery system got stuck into the esheath since the valve was no longer removable'. As the delivery system was withdrawn after valve alignment, the outer diameter of the crimped valve on the inflation balloon is larger than that of the crimped valve on the crimp balloon. Additionally, it is possible the balloon damage altered the balloon profile, contributing to further withdrawal difficulty. As such, it is possible that the crimped valve caught onto the sheath distal tip and prevented any further withdrawal. Without applicable patient/procedural imagery, a definitive root cause was unable to be determined. Available information suggests procedural factors (withdrawal of crimped valve/altered balloon profile) may have contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative actions nor product risk assessment (pra) are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.